Event description:
It was reported that pump experienced malfunction alarm with non-resettable malf 0 code with no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, while technical support arranged replacement pump.